Event description:
Reporter indicated that pt suffered a stroke approx two weeks after vns implant. The pt reported already had underlying conditions prior to implant, but was given the okay from a specialist to proceed with vns implant surgery. Neither the pt's family nor the treating physicians believe that the stroke was related to the vns therapy system. Further follow-up revealed that the pt most likely suffered an embolic stroke from atrial fibrillation secondary to inadequate coumadin anticoagulation. The pt had been taking coumadin, which was discontinued for vns implant surgery. The pt was given heparin as an anticoagulant during vns implant surgery. Stimulation was initiated approx three weeks post-implant and the pt has been admitted to a skilled nursing facility for stroke rehabilitation.